Event description:
It was reported that a cadd pump initially alarmed for air in the line. When the nurse attempted to troubleshoot the issue, the pump would not restart because the cassette was not properly attached. The medication being infused was 5-fu (5-fluorouracil), with 63.1 ml remaining at the time of the event. The event occurred during an infusion and involved a patient. No harm was reported.

Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.